Event description:
Monitor on drager ventilator was not responding to touch screen options. Touch screen would take to folders on screen not requested. Difficult to turn ventilator off on touch screen.what was the original intended procedure?respiratory ventilation.device #1is this a laboratory device or laboratory test?no.